Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, likely attributed to a defective component, as the processor board was replaced in (B)(6) 2020. During the visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The front enclosure was replaced to address this issue. The archive data revealed system error 132 (internal watchdog timeout), thus confirming the customer complaint. In addition, the archive data showed the presence of the user advisory (ua) 02 (compression tracking error) and the (ua) 17 (max motor on time exceeded during active operation) error messages, unrelated to the customer reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the customer complaint. The defective processor board was replaced to remedy the system error. The error messages (ua) 17 and (ua) 02 observed in the archive data were not reproduced during the functional testing. The brake gap inspection revealed that the brake gap was too narrow and was the root cause of the observed (ua) 17 error in the archive. The brake gap was cleaned and adjusted within the specification to address the (ua) 17 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 20 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr 51755 reported on 10/23/2020, the processor board was replaced to remedy the complaint of the "system error, out of service, revert to manual CPR" error message.

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.